Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified anterior tibial artery. An ht command es guide wire was advanced and failed to cross the lesion due to the heavy calcification. Resistance was felt during removal of the ht command es guide wire and the guide wire coils stretched as a result. The guide wire did not separate. The physician elected to stop the procedure due to the heavy calcification and no additional attempts were made. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched was able to be confirmed. The reported failure to advance and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the guide wire was advanced resistance was met with the calcified anatomy resulting in the reported failure to advance. Interaction with the heavily calcified anatomy and/or manipulation of the device resulted in the reported/noted damages (stretched coils/coating, wrinkled coating, coil/coating detachments) thus resulting in the reported difficulty to remove. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial report, return device analysis revealed that the polymer coating was separated. The tip coils were stretched out and separated 33.2 cm distal to the proximal end of the polymer coating. The core was not separated. The distal separated portion was not returned. Additional reported information indicates that the physician was not aware that a separation occurred and that no portion of the guide wire remains in the patient anatomy. No additional information was provided.